Event description:
The patient was very sick and lost weight. (B) (6); x-ray showed the lead had moved. The device worked well for the patient until she became sick and lost weight. She experienced bladder spasm, pain, and loss of bladder/bowel control. The patient wanted to have the device revised or explanted. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).